Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. DHR results reported in initial report. DHR review was performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was performed - the plate has been received and sent for investigation to the manufacturing plant: part returned not in the original not sterile packaging. The plate is broken at the level where the shaft is connected to the head portion. The part returned has been reinspected for all the features pertinent to complaint condition with the conclusion that products is conforming from a manufacturing perspective. Complaint is confirmed due to the evidence that the plate is broken but the issue is not valid. All relevant measurable product features meet specification. Due to post production wear and deformation in the fracture region no dimensional inspection could be performed. However, considering that features (holes) va1 to va11 are manufactured with the same parameters and tools all along the plate the conclusion of the product investigation is that the complained part is conforming to the manufacturing specifications. No manufacturing related failure could be found. Due to post production wear and deformation in the fracture region no dimensional inspection could be performed. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device broke on an unknown date ¿ discovery made approximately twelve weeks after implantation ((B)(6) 2015) additional product codes for this report include hwc. Per facility, the complainant part will not be returned for investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 7969298 manufacturing site: (B)(4) - manufacturing date: july 11, 2012 - expiry date: july 1, 2022 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A non-conformance report (nrc) was written, but not related to the complaint description. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was treated on (B)(6) 2015 for a fracture of the distal end of radius. Approximately twelve (12) weeks postoperative, the implanted plate was discovered to be broken. Synostosis was confirmed in the affected area ¿ eventually, the surgeon removed the broken plate via an explant procedure on an unknown date. The patient is currently under observation. This report is 1 of 1 for (B)(4).